Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the real time clock batteries were due, the pump's bezel cover was damaged, and the battery door was missing. No adverse effects were reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Error code "10037" was detected at power up. The pump's clock battery service is due. The pump's bezel cover was damaged and the battery door was missing. The root cause of the reported issue was found to be faulty motor. Actions were taken to mitigate the reported issue: the pump's motor, clock battery, bezel and battery door will be replaced. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Event description:
It was reported that the device was showing with error during preventive maintenance testing. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Error code "10037" was detected at power up. The pump's clock battery service is due. The pump's bezel cover was damaged and the battery door was missing. The root cause of the reported issue was found to be faulty motor. Actions were taken to mitigate the reported issue: the pump's motor, clock battery, bezel and battery door will be replaced.

Event description:
It was reported that the device was showing with error during preventive maintenance testing. No patient injury was reported.